Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 53 mm diameter saccular abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 28.5 mm, proximal diameter of non-aneurysm aortic neck was 19.5 mm, distal diameter of non-aneurysmal aortic neck was 19.8 mm, diameter of right iliac artery was 15.8 mm, diameter of left iliac artery was 14.8 mm, diameter of right femoral artery was 11.6 mm, and diameter of left femoral artery was 12.8 mm. The right and left iliac arteries were moderately tortuous. Degree of circumferential thrombus and / or calcification was 0%. It was reported that approximately eight months post index procedure and during a follow up an ultrasound noted possible endotension. There was no reported intervention or action taken. A CT with contrast also noted a type iiib endoleak. There was modular separation of the two stent grafts. The endoleak required a secondary endovascular procedure for placement of stent graft extensions. The endoleak was corrected the following day by insertion of overlapping stent grafts and a further distal stent graft to the level of the bifurcation. A two stage repair was performed. During the first stage an endurant stent graft limb was inserted just distal to the original proximal stent graft. It was ballooned and achieved satisfactory seal but proximal migration of the distal extension of the aortic stent graft was noted. An additional endurant stent graft iliac limb was inserted right down to the aortic bifurcation. The intervention was completed successfully. The patient then developed a degree of renal dysfunction which delayed the second stage of the operation. The renal function complications occurred three days after the intervention. There was post-op acute kidney injury secondary to bladder outflow obstruction. Indwelling catheter in situ. Referred to urologists with view to transurethral resection of the prostate. The patient was catheterized, but the event is unresolved and continuing. The investigator assessment states that the event is not related to the device or procedure. Stage two of the procedure was performed approximately thirty days from the first intervention. During the intervention, the physician relined the entire previous stent graft with another manufacturer's device. During closure, sudden drop in blood pressure was observed. The physician presumed bleed from right iliac. External iliac artery cut down revealed large hole in the artery and prostar in scar tissue. The physician repaired by suture. Post procedure an angiogram confirmed both iliac arteries satisfactory and the intervention was completed successfully and the endoleak was resolved. The investigator assessment states that the event is procedure related, but no related to the study device. The following day the patient had a vasovagal episode. The investigator assessment states that the event is not related to the device or procedure. There were no actions taken and the outcome of the event was resolved.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), unapproved use of device (implanting without a bifur), lack of information (cause is unknown), related to another drug/device; evaluation, conclusion: known inherent risk of procedure (endoleak), off label-unapproved or contraindicated use of device (implanting without a bifur), lack of information (cause is unknown), another device caused failure.